Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; the tubing was identified to be cut down to the pump block; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. Visual inspection and functional testing of the returned ams 700 momentary squeeze (ms) pump could not confirm the alleged report of a pump malfunction. The pump performed within specification. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of "no problem detected" was chosen, as product investigation did not identify a malfunction with the returned pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump remained flat after it was pressed. The patient presented with his device no longer working two weeks before the surgery. A new ipp pump was implanted and the event was resolved. The patient "got well" following the surgery.